Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion threatened ('threatened miscarriage'), pregnancy with contraceptive device ('pregnancy (termination)') and high risk pregnancy ('high risk pregnancy') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, vomiting and live birth (2 date's: (B)(6) 2007, (B)(6) 2011). (B)(6) 2015:home test was positive for pregnancy. Concurrent conditions included colonoscopy since (B)(6) 2015, fatigue, nausea, cramp in lower abdomen, bacterial vaginosis, spotting vaginal, hemorrhoids, melena, gastrointestinal hemorrhage, anemia, lower gastrointestinal bleeding, internal hemorrhoids, blood in stool, fever, general body pain, congestion nasal, sore throat, flu, cholecystectomy, bronchitis, pharyngitis and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for contraception as well as diazepam (valium), ibuprofen since (B)(6) 2011 and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), pelvic pain ("pelvi pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches."). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced abortion threatened (seriousness criterion medically significant), complication associated with device ("began to experience complications") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with metronidazole (flagyl 250), nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the abortion threatened, pregnancy with contraceptive device, high risk pregnancy, complication associated with device, vaginal haemorrhage, abdominal pain, vaginal infection, pelvic pain, menorrhagia, depression, anxiety, migraine and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abortion threatened, anxiety, complication associated with device, depression, dysmenorrhoea, high risk pregnancy, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test: not done-per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2015: the uterus measures 7.7 x 6.9 x 6.1 cm. The uterus is retroflexed. A tiny hypoechoic structure in the anterior uterus may be a small leiomyoma and measures 7 x 6 x 7 mm. There is a gestational sac in the uterus with a yolk sac within and a fetal pole. The yolk sac measures 3 mm. Fetal pole is 5 mm. Mean gestational sac diameters is 1. 5 cm. The ultra sonographic dating criteria of the pregnancy are at 6 weeks. 1 day with an ultrasound edd of 9/13 / 15. Edd based on last menstrual period is 9/16/15. A 2.2 x 1.4 x 2.0 cm right ovarian hemorrhagic corpus luteum cyst is seen. Right ovarian arterial flow is seen. The left ovary was not seen. Concerning the injuries reported in this case, the following one/ones were added from patient¿s medical records: high risk pregnancy & threatened abortion. Most recent follow-up information incorporated above includes: on 17-jul-2020: pfs received- new event dysmenorrhea (cramping) was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion threatened ('threatened miscarriage'), pregnancy with contraceptive device ('pregnancy (termination)') and high risk pregnancy ('high risk pregnancy') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, vomiting, live birth (2 date's: (B)(6)2007, (B)(6)2011), vaginal bleeding and abdominal cramps. (B)(6)2015:home test was positive for pregnancy. Concurrent conditions included colonoscopy since (B)(6)2015, fatigue, nausea, cramp in lower abdomen, bacterial vaginosis, spotting vaginal, hemorrhoids, melena, gastrointestinal hemorrhage, anemia, lower gastrointestinal bleeding, internal hemorrhoids, blood in stool, fever, general body pain, congestion nasal, sore throat, flu, cholecystectomy, bronchitis, pharyngitis and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2011 to (B)(6)2011 for contraception as well as diazepam (valium), ibuprofen since (B)(6)2011 and ketorolac tromethamine (toradol). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), pelvic pain ("pelvi pain"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches."). On (B)(6)2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced abortion threatened (seriousness criterion medically significant), complication associated with device ("began to experience complications") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with metronidazole (flagyl 250), nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the abortion threatened, pregnancy with contraceptive device, high risk pregnancy, complication associated with device, vaginal haemorrhage, abdominal pain, vaginal infection, pelvic pain, heavy menstrual bleeding, depression, anxiety, migraine and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abortion threatened, anxiety, complication associated with device, depression, dysmenorrhoea, heavy menstrual bleeding, high risk pregnancy, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test: not done-per pfs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6)2015: the uterus measures 7.7 x 6.9 x 6.1 cm. The uterus is retroflexed. A tiny hypoechoic structure in the anterior uterus may be a small leiomyoma and measures 7 x 6 x 7 mm. There is a gestational sac in the uterus with a yolk sac within and a fetal pole. The yolk sac measures 3 mm. Fetal pole is 5 mm. Mean gestational sac diameters is 1. 5 cm. The ultra sonographic dating criteria of the pregnancy are at 6 weeks. 1 day with an ultrasound edd of (B)(6)2015. Edd based on last menstrual period is (B)(6)2015. A 2.2 x 1.4 x 2.0 cm right ovarian hemorrhagic corpus luteum cyst is seen. Right ovarian arterial flow is seen. The left ovary was not seen. Concerning the injuries reported in this case, the following one/ones were added from patient¿s medical records: high risk pregnancy & threatened abortion most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Reporter information , other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (termination)'), abortion threatened ('threatened miscarriage') and high risk pregnancy ('high risk pregnancy') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, vomiting and live birth (2 date's: (B)(6) 2007, (B)(6) 2011). (B)(6) 2015:home test was positive for pregnancy. Concurrent conditions included colonoscopy since (B)(6) 2015, fatigue, nausea, cramp in lower abdomen, bacterial vaginosis, spotting vaginal, hemorrhoids, melena, gastrointestinal hemorrhage, anemia, lower gastrointestinal bleeding, internal hemorrhoids, blood in stool, fever, general body pain, congestion nasal, sore throat, flu, cholecystectomy, bronchitis, pharyngitis and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for contraception as well as diazepam (valium), ibuprofen since december 2011 and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In december 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), pelvic pain ("pelvi pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches."). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced abortion threatened (seriousness criterion medically significant) and complication associated with device ("began to experience complications") and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with metronidazole (flagyl 250), nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion threatened, high risk pregnancy, complication associated with device, vaginal haemorrhage, abdominal pain, vaginal infection, pelvic pain, menorrhagia, depression, anxiety and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abortion threatened, anxiety, complication associated with device, depression, high risk pregnancy, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test: not done-per pfs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2015: the uterus measures 7.7 x 6.9 x 6.1 cm. The uterus is retroflexed. A tiny hypoechoic structure in the anterior uterus may be a small leiomyoma and measures 7 x 6 x 7 mm. There is a gestational sac in the uterus with a yolk sac within and a fetal pole. The yolk sac measures 3 mm. Fetal pole is 5 mm. Mean gestational sac diameters is 1. 5 cm. The ultra sonographic dating criteria of the pregnancy are at 6 weeks. 1 day with an ultrasound edd of 9/13 / 15. Edd based on last menstrual period is 9/16/15. A 2.2 x 1.4 x 2.0 cm right ovarian hemorrhagic corpus luteum cyst is seen. Right ovarian arterial flow is seen. The left ovary was not seen. Concerning the injuries reported in this case, the following one/ones were added from patient¿s medical records: high risk pregnancy & threatened abortion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (termination)'), abortion threatened ('threatened miscarriage') and high risk pregnancy ('high risk pregnancy') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, vomiting and live birth (2 date's: (B)(6) 2007, (B)(6) 2011). (B)(6) 2015: home test was positive for pregnancy. Concurrent conditions included colonoscopy since (B)(6) 2015, fatigue, nausea, cramp in lower abdomen, bacterial vaginosis, spotting vaginal, hemorrhoids, melena, gastrointestinal hemorrhage, anemia, lower gastrointestinal bleeding, internal hemorrhoids, blood in stool, fever, general body pain, congestion nasal, sore throat, flu, cholecystectomy, bronchitis, pharyngitis and overweight. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for contraception as well as diazepam (valium), ibuprofen since december 2011 and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), pelvic pain ("pelvi pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches."). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced abortion threatened (seriousness criterion medically significant) and complication associated with device ("began to experience complications") and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with metronidazole (flagyl 250), nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion threatened, high risk pregnancy, complication associated with device, vaginal haemorrhage, abdominal pain, vaginal infection, pelvic pain, menorrhagia, depression, anxiety and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abortion threatened, anxiety, complication associated with device, depression, high risk pregnancy, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test: not done-per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded. Ultrasound scan on (B)(6) 2015: the uterus measures 7.7 x 6.9 x 6.1 cm. The uterus is retroflexed. A tiny hypoechoic structure in the anterior uterus may be a small leiomyoma and measures 7 x 6 x 7 mm. There is a gestational sac in the uterus with a yolk sac within and a fetal pole. The yolk sac measures 3 mm. Fetal pole is 5 mm. Mean gestational sac diameters is 1. 5 cm. The ultra sonographic dating criteria of the pregnancy are at 6 weeks. 1 day with an ultrasound edd of 9/13 / 15. Edd based on last menstrual period is (B)(6) 2015. A 2.2 x 1.4 x 2.0 cm right ovarian hemorrhagic corpus luteum cyst is seen. Right ovarian. Arterial flow is seen. The left ovary was not seen. Concerning the injuries reported in this case, the following one/ones were added from patient¿s medical records: high risk pregnancy & threatened abortion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: on 6-may-2020: no new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.